Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that while using the 2.75 x 23 mm xience v, a dissection occurred. A 2.75 x 28 mm xience v stent was used to cover the dissection, but further dissection occurred. There was no report of additional treatment. No additional event or patient information is available.